Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. It was noted that the patient did experience blood pressure fluctuation, with values of 50 mmhg and 240/100mmhg prior to the procedure, and 90mmhg post procedure. Approximately, four to eight hours post tcar procedure, the patient experienced an ischemic stroke with right vision neglect and confusion. Imaging revealed a temporal parietal and occipital stroke. The physician believed this event was a hemodynamic watershed stroke. No intervention was performed and the physician reported that the patient was making a good recovery.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.